Manufacturer narrative:
The reported event of unk audible alarms was confirmed during analysis. Power cable disconnect became active when the black cable was maneuvered. The black cable was stripped at the connector end, and the (brown) battery gauge wire was confirmed to be broken. The broken condition of the battery gauge line resulted in a false owner cable disconnect alarm. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt received intermittent alarms. The system controller was exchanged and the event was resolved.